Event description:
It was reported during a coil embolization to remove deflection within the aneurysm the subject stent first got stuck in the hub of the catheter. When it was able to advance in the catheter, resistance was very strong, so insertion was aborted. When the subject stent was removed, only the delivery wire was removed and the subject stent remained inside of the catheter. The catheter was removed and a guidewire was used to try to remove the subject stent from the catheter, but was unsuccessful. Due to prolonged procedure time, the procedure was aborted. No future information is available.

Manufacturer narrative:
H3 other text : device not returned for evaluation.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was unable to be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. As the device was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported event of stent deployed prematurely during use, stent difficult/unable to advance or pullback through catheter, and stent difficult/unable to transfer, an assignable cause of undeterminable will be assigned to the reported event.

Event description:
It was reported during a coil embolization to remove deflection within the aneurysm the subject stent first got stuck in the hub of the catheter. When it was able to advance in the catheter, resistance was very strong, so insertion was aborted. When the subject stent was removed, only the delivery wire was removed and the subject stent remained inside of the catheter. The catheter was removed and a guidewire was used to try to remove the subject stent from the catheter, but was unsuccessful. Due to prolonged procedure time, the procedure was aborted. No future information is available.